Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The data indicated that quality control (qc) was in range prior to the event. The ccc specialist instructed the customer to run precision studies on the four patients and results were acceptable. Qc was rerun and resulted within range. Headquarter support center (hsc) reviewed the instrument information and solid state multi-sensor (ssm) data files and found no issues with the instrument. The cause of the discordant, falsely depressed na, k, and cl is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), chloride (cl) and potassium (k) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension exl instrument, resulting higher and correlating with patients history. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, cl and k results.